Event description:
During product service by a field service technician, a flo-gard infusion pump was found to have an f-94 alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection, power on self-test and battery testing were performed. During power on self-test the f-94 alarm was found. The cause of the condition was an inoperative battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.